Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient use. It was further reporter that the bladder "had not been shrunk significantly" after eight (8) hours of infusion. The total infusion volume was 240ml. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Additional information :the lot was manufactured from october 26, 2018 - october 30, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed, however the reported condition could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.